Event description:
The customer's meter has been reading lower than usual. The contact alleged that the meter read low even though the customer;s blood glucose was high. He stated that the customer was taken to the hospital for high blood glucose symptoms. The customer blood glucose was between 250-300 mg/dl at the hospital, and she was treated with insulin. The meter and strips are to be returned for evaluation, and replacement products will be sent.